Event description:
It was reported that the neurologist was having issues with his programming system. The wand battery was replaced and worked well with another programming system. It was noted that the power adaptor for the neurologist¿s handheld device was frayed. The frayed power adaptor has not been returned to date.

Event description:
It was discovered that this report is a duplicate report of MFR. Report # 1644487-2014-01615. If any additional relevant information is obtained it will be reported in MFR. Report # 1644487-2014-01615.